Manufacturer narrative:
Zoll has received the autopulse platform (B)(4) for investigation. A supplemental report will be filed when the investigation has ben completed.

Event description:
As reported, during shift check upon powering on, the user's autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the functional testing of the autopulse platform (sn (B)(4). The root cause is due to the defective processor board. Upon visual inspection, no physical damages were observed. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. The system processor board needs to be replaced to remedy the issue. The archive data review showed no error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).